Event description:
It was reported the biomed was doing routine functional testing and found that although the rate is set at 30 ppm (pulses per minute), the biomed found that when the sensitivity control was changed to a different sensitivity value, the pacing rate of the device would change. The device is being returned for repair. No patient involvement was reported.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.